Event description:
Initial reporter indicated, that a system diagnostic test on a pt's device resulted in high lead impedance, indicating a possible lead malfunction. Per the treating physician, x-rays reviewed were inconclusive. X-rays reviewed by manufacturer showed a gross lead break near the proximal tie down. Revision surgery is likely.

Manufacturer narrative:
Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a serious injury or death.